Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch #a9901y. Additional information was requested, and the following was obtained: could you please clarify the statement made regarding "during laparoscopic gastric sleeve convert to gastric bypass surgery? Its a conversion so patient had a sleeve years ago and the procedure is going from that sleeve to a gastric bypass. Was the change in the procedure due to the alleged device malfunction? If yes, please explain. Were the staples the appropriate b-shape form? No, the staples were formed to our knowledge. Does the surgeon believe that the alleged device failure led to the decision to change the surgical technique, if yes, why? No. Does the claim ¿articulation joint¿ issue or any other issue with the product have anything to do with the conversion from lap gastric sleeve convert to gastric bypass surgery? No. If yes, please explain. Was the distal black articulation joint loose the entire time or became loose during use? Entire time. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60s device was returned with no reload present, with a dented nozzle and damage to the outer most edge of the left release button. Inspection of the device showed that the articulation joint was loose. The device was tested for functionality and no issues were seen with articulation, homing, or firing. The damage seen to the nozzle and release button did not affect the functional operation of the device. A test firing was performed in the straight position with a test reload and the staple line and cut line passed release criteria. There were no issues removing the reload when following the instructions for use. After further evaluation, the device was CT scanned to inspect the articulation joint. Damage was seen on the articulation locking mechanism and the articulation laminates were found damaged. No conclusion could be reached as to what may have caused the articulation mechanism, nozzle, and release button to be damaged. However, it is possible that the damage seen to the nozzle and release button it is possible that an external force was exerted on the device, and the damage seen to the articulation locking mechanism has been seen when a side load is applied to the end effector. The device event log was reviewed. The event log showed that the device was fired for 2 complete transections in a clinical setting. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9901y, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was observed that the end effector at the distal black articulation joint was extremely movable which made it hard to unload and reload. There was no patient consequence nor surgical delay reported. No additional information provided.